Event description:
The technician alleged the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician found the nurse call was not turned on. The technician turned on the nurse call to resolve the issue.